Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient was pre-operatively diagnosed with adult scoliosis isthmic spondylolisthesis at l5-s1 region and underwent the following procedures: t4 to sacrum posterior segmental spinal instrumentation. T4 sacroiliac fixation. T4 to sacrum posterior spinal fusion. T4-t5 smith peterson osteotomy. T5-t6 smith peterson osteotomy. T6-t7 smith peterson osteotomy. T8-t9 smith peterson osteotomy. 8) t9-t10 smith peterson osteotomy. T10-t11 smith peterson osteotomy. T11-t12 smith peterson osteotomy. T12-l1 smith peterson osteotomy. L1-l2 smith peterson osteotomy. L2-l3 smith peterson osteotomy. L3-l4 smith peterson osteotomy. As per op- notes ¿thorough and aggressive decortication was done from t4 to the sacrum using a half-inch curved osteotome and a mallet as well as a 4-mm cutting bur. Bmp sponges, local bone, and allograft bone were placed over all decorticated surfaces from t4 to the sacrum.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.